Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 10.0, 73.0, and 137.0 cm from the proximal end and multiple locations throughout its length. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly and undamaged. Conclusions: evaluation of the first returned ruby coil lp could not confirm the reported complaint. During the functional test, the ruby coil lp was advanced out of its introducer sheath without an issue. Further evaluation of the returned ruby coil lp revealed that the pusher assembly was kinked throughout its length. This damage likely occurred during packaging of the device for return. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then advanced through its introducer sheath without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02073.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coil lps. During the procedure, a ruby coil lp would not advance at all within its introducer sheath; therefore, it was removed. Afterwards, the same issue occurred with the second ruby coil lp. The ruby coil lp would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.